Event description:
It was reported the non-(B)(6) guidewire wrapped around the opticross 18 catheter during pullback. The wire and catheter were removed together, and the procedure was completed using an alternate method. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).